Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the flexvision pc failed to bootup. A review of the system log file showed that the connection from the suite-pc towards the flexviewing-pc did not function anymore. Upon functional testing, the fse confirmed that the hard drive bank disk 1 for the flexviewing pc was not power up and concluded that the flexviewing pc was defective. The part analysis of the defective flexviewing pc was performed and it concluded hdd bay was faulty. To resolve the reported issue, the fse replaced the flexviewing pc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the flexvision pc failed to bootup. The device was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.